Event description:
Attorney's report of pt's alleged "protruding of the mesh patch puncturing of his abdomen, internal organs, skin and other related areas as well as other associates complications, symptoms and medical conditions and which has resulted in further, permanent and serious exacerbations and injuries to his abdomen, internal organs, skin and other related areas and others." Per medical record review: pt was diagnosed with a ventral hernia at the previous bowel resection incision site. In 2006 - pt underwent hernia repair implant of a bard flat mesh. The implant operative reports states "... This defect was too big for the small kugel patch present. Therefore, continuous #0 prolene was used to approximate the defect. A 1-inch x 4-inch mesh was then placed and secured to the surrounding tissue with interrupted horizontal sutures of 2-0 prolene" in 2008 - pt had multiple hospital admissions and emergency room visits related to the management of his bowel obstructions related to chrohn's disease, acute pancreatitis & gallstone. In 2008 - pt was diagnosed with a hernia recurrence at the site of the previous mesh placement. The pre-operative visit noted that the area of the previous repair was "now broken down and the pt has both free floating mesh and multiple midline incisional hernias." In 2009 - pt underwent mesh repair of recurrent incisional hernia, removal of extruded mesh, creation of bilateral rectus flaps, open cholecystectomy. The operative report from this procedure states in the indications for procedure section that "the pt was also identified as having a recurrent incisional hernia with extruded prosthetic mesh palpable in the subcutaneous tissue..." As the reason the mesh being explanted.

Manufacturer narrative:
The original report of this event by the patient's attorney indicated that the mesh involved was a recalled composix kugel mesh, implanted in 2007. Therefore, davol originally reported this event. Based on the information from the medical records received to date, davol has determined that the mesh was not a recalled composix kugel, but a bard flat mesh, we are therefore, updating our reporting of this event via the MDR process. Nowhere in the medical or hospital records is there mention of a defective mesh or that the mesh caused the multiple complications as originally reported by the pt's attorney.